Manufacturer narrative:
The product was not returned. A video was provided. The cataract removal was shown. The lens and cartridge preparation were not shown. The cartridge tip comes into view at the bottom of the screen and is inserted into the incision. The lens was in the tip of the device. Both haptics appear tucked in the optic fold. The lens was rapidly advanced into the eye. After the irrigation/aspiration of the excess ophthalmic viscosurgical devices a mark or material is observed on the posterior surface of the lens. The area extends from one haptic/optic junction into the center of the lens. An attempt was made to remove the mark/material. The attempt was not successful. The lens remained implanted. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens and handpiece were indicated with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. A linear mark or material was observed on the posterior surface of the optic in the provided video. The area/material was not removed. The lens remained implanted. The nature and origin of the mark/material cannot be determined from the video. A non-qualified viscoelastic was indicated. Per the IFU(instructions for use): the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols(intraocular lens). Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during the cataract surgery with intraocular lens implant procedure a foreign material like the residue of coating of the cartridge came out together in the patient's eye. It was not possible to remove with irrigation and aspiration (ia) during the initial surgery. At the examination the day after the surgery, it was confirmed that the foreign material disappeared. No additional information is expected.